Event description:
It was reported that the packaging was opened when it arrived at the warehouse. It was indicated that it was unglued. The event occurred before use and will be returned for evaluation. There was no patient injury reported.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Received one vamp adult system in opened original package for evaluation. As received into our laboratory, one corner of the tyvek pouch had been opened. The seal had been opened approximately 2.5" and 3.5" on each side of the corner. Adhesive was evident at the opened seal area. The adhesive transfer appeared complete without any visual interruption. A stain was noticed on the tyvek at the corner of the opened seal. The opposite corner of the seal was opened by the laboratory for inspection and comparison. Both opened seal areas appeared complete without interruption in adhesive transfer. Customer report of "packaging was opened" was confirmed. Investigation is open to address this issue. Actions are currently being implemented in the manufacturing process to prevent recurrence of this type of failure.